Manufacturer narrative:
(B)(4)

Event description:
The customer complained of questionable results for 1 patient sample tested for ise indirect na, k, cl for gen.2 on a cobas 6000 c (501) module. Of the data provided, the sodium and chloride results were reportable malfunctions. The initial sodium result was 116 nmol/l. Sodium testing was repeated twice with results of 139 nmol/l and 140 nmol/l. The initial chloride result was 126.8 nmol/l. Chloride testing was repeated twice with results of 98.8 nmol/l and 98.3 nmol/l. The initial results were released outside of the laboratory, but were questioned by the doctor. The repeat results were deemed to be correct. There was no adverse event. The sodium and chloride electrode lot numbers and expiration dates were requested but not provided. The field service engineer (fse) found that the ion selective electrode (ise) sipper nozzle spring was missing. He replaced the ise sipper nozzle spring. He checked and cleaned the ise block. He performed an ise check with no alarms. He performed ise precision testing. He verified that the analyzer was performing satisfactory. The customer ran successful calibration and qc. The investigation determined that the missing sipper nozzle spring found by the fse was the root cause of the event.